Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were not getting enough insulin, only once the cannula was kinked and they did not get an alarm. They kept going high after dosing so they change the infusion set. Customer's blood glucose level was ranging from 42 mg/dl to close to 300 mg/dl. The customer was not wearing the sensor. The insulin pump will be returned but the reservoir will not.

Manufacturer narrative:
Device passed the rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. Device functioning properly during testing.